Manufacturer narrative:
The investigation determined that a lower than expected vitros dgxn result was obtained from a vitros tdm performance verifier fluid when tested on a vitros 5600 integrated system. The investigation determined the most likely assignable cause of the event was instrument related. The issue was isolated to the affected vitros 5600 system; a second vitros 5600 system at the customer site was not affected when using the same reagent and quality control fluid. In addition, multiple calibration events on the affected vitros 5600 system were unsuccessful. An ortho fe went on site and performed service actions to the iwf subsystem of the vitros 5600 system which included re-attaching the iwf z- movement spring and then performing all necessary iwf metering adjustments. Vitros dgxn slide lot 1914-0248-7076 was successfully calibrated and acceptable performance was observed after the completion of the service actions.

Event description:
A customer obtained a lower than expected vitros dgxn result when processing a vitros tdm performance verifier fluid on a vitros 5600 integrated system. Vitros dgxn slide lot 1913-0247-5668. Vitros tdm pv iii lot p5703 dgxn result of 1.84 ng/ml vs. An expected result of 2.61 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The lower than expected, vitros dgxn result was obtained when processing a quality control fluid. No vitros dgxn patient sample results were affected, however, the investigation could not rule out that patient sample results were not affected, or would not be affected if the event were to recur undetected. There were no reported allegations of patient harm as a result of this event. (B)(4).